Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display had scratches and was very hard to see. Patient stated she noticed the alleged issue a month ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery compartment was observed to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.